Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; distal end cap is leaking, bending rubber adhesive is worn, lens epoxy is worn, bending angle does not meet specification. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] pseudomonas aeruginosa (<10 cfu); [second time; (B)(6) 2019] candida albicans (<10 cfu); [third time; (B)(6) 2019] candida parapsilosis (c.parapsilosis complex) (>100 cfu), candida albicans (10-100 cfu); [fourth time; (B)(6) 2019] candida parapsilosis (c.parapsilosis complex) (<10 cfu); [fifth time; (B)(6) 2019] candida parapsilosis (c.parapsilosis complex) (10-100 cfu), enterococcus faecalis (<10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.